Event description:
It was reported that the bronchovideoscope exhibited no image with toggleing. The issue was observed during preparation for use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited no image with toggling. The issue was observed during preparation for use. There was no patient involvement.